Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. Device switching on automatically.

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. The device was returned with the reported fault of ¿switching on automatically¿. There were multiple manual powerups mainly of under one-minute duration with one of ten minute duration recorded in the history log which would suggest the device was switching on automatically. The fault was attributed to inhabitancy of insects within the device which had created a short circuit to ground from track 13 (on_button) on the membrane tail. It is unclear how or when the insect entered the device. The device was visually inspected for potential entry points, with no abnormalities observed. It is possible that insect had entered the device through the speaker holes on the upper case however the investigation was unable to confirm this. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.